Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the inner rubber lining separated from the reagent lid on a new axsym troponin-I adv reagent kit causing a sample probe crash. There was no impact to patient management reported.